Event description:
It was reported the device was used during a laparoscopic nissen fundoplication procedure. It was reported by the affiliate that the surgeon used 6 511sd trocars for the fundoplication. When the trocars were taken out after the operation was completed, the or-nurse discovered that one of the sleeves was broken. A 1 cm2 piece of plastic was missing. The surgeon looked for the broken fragment inside the abdomen and found a small piece. The rest of the plastic sleeve could not be found. The pt was medicated with penicillin.